Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator upgrade change-out procedure, it was noted that the atrial lead exhibited no sensing or capture. The atrial lead had no slack in it. The lead was capped and replaced on (B)(6) 2016.

Event description:
New information received notes that the patient's condition was normal before and after the procedure.